Manufacturer narrative:
The physician tried to insert the enterprise (catalog number enf452212, lot number 13471771) into the prowler select plus (catalog 606-s255fx/unknown lot) microcatheter. However, it was reported that the physician failed at "handling the enterprise." The enterprise deployed at the microcatheter hub. The physician used another enterprise of the same size. Additionally it was reported that during insertion, the tuohy or y connector may not have been closed to secure the introducer and prevent movement, however during insertion, the enterprise introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. A constant flush was maintained at all times through all the systems. After the event, the enterprise delivery system was removed, and the microcatheter was not kept at the target site; both the microcatheter prowler select plus and enterprise delivery system were removed as a unit. After removal no damages were noticed on the microcatheter, delivery system (distal tip damage) or stent. The procedure was completed by using another enterprise and microcatheter. The prowler select plus was not received for analysis and the lot number is not known; therefore a device history review and further evaluation are not possible. The introduction procedure of the enterprise vrd into the prowler select plus is technique driven; requiring securing of the introducer after proper orientation and positioning of each component of the system. If the introducer is not secured, it will move resulting in a gap and the proximal end of the stent will expand in the hub of the prowler select plus as it enters the gap. Based on the analysis of the returned enterprise and the clinical information, it appears that procedural factors and user handling contributed to the enterprise stent deploying in the hub of the prowler select plus. There is no indication that the event is related to any cordis device design or manufacturing process; therefore, no corrective actions will be taken at this time.

Event description:
The physician tried to insert the enterprise (catalog number enf452212, lot number 13471771) into the prowler select plus (606-s255fx) microcatheter. However, the physician failed at "handling the enterprise." The enterprise deployed at the micro catheters hub. The physician used another enterprise of the same size. Additionally it was reported that during insertion, the tuohy or y connector was not closed to secure the introducer and prevent movement, however during insertion, the enterprise introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. A constant flush was maintained at all times through all the systems. After the event, the enterprise delivery system was removed, and the microcatheter was not kept at the target site, and both, the microcatheter (prowler select plus mp (606-s255fx/lot number is unknown) and enterprise delivery system were removed as a unit. However, after removal no damages were noticed on the microcatheter. After removal from the patient, no other damages were noticed on the microcatheter, delivery system (distal tip damage) or stent. The procedure was completed by using another enterprise and microcatheter.